Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced skin overgrowth and infection at abutment site. Subsequently, on (B)(6) 2018 skin revision was performed and the site was debrided.